Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4)cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 18 cfus comprised of the following 6 isolates: (B)(6), negative rods - brevundimonas intermedia, nasdae, or vesicularis, (B)(6) rods - (B)(6), negative rods - brevundimonas vesicularis, (B)(6). The duodenoscope was returned to pentax medical for evaluation.